Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/female organs pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. C22910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included body mass index abnormal, dysfunctional uterine bleeding, prolonged menses, ovarian pain, anxiety, uterine cramps, obesity, asthma, back ache, back pain, blood in urine, pain in hip, leg pain and extremities itchy sensation of. Concomitant products included ibuprofen (ibuprofen al) for swelling nos as well as levothyroxine sodium (levothyroxin) since 2009. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and headache ("headedness"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and the first episode of allergy to metals ("allergic reactions associated with a nickel allergy") with urticaria and rash. On an unknown date, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition type "), alopecia ("hair loss"), nephrolithiasis ("kidney stone"), chest pain ("chest pain"), the second episode of allergy to metals ("allergy to nickel"), burning sensation ("burning"), pruritus ("arm itchy"), pain ("stabbing pain"), feeling abnormal ("im tired of feeling like im slowly committing suicide from the inside"), dizziness ("dizzy"), mood swings ("terribale mood swing"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, chest pain, back pain and abdominal pain upper was resolving and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, weight decreased, gastrointestinal disorder, alopecia, nephrolithiasis, headache, the last episode of allergy to metals, burning sensation, pruritus, feeling abnormal, dizziness and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, burning sensation, chest pain, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nephrolithiasis, pain, pelvic pain, pruritus, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Concerning the injuries reported in this case, the following ones kidney stone, chest pain, headedness, allergy to nickel , burning, arm itchy, stabbing pain, im tired of feeling like im slowly committing suicide from the inside, dizzy, terrible mood swing, were described in patients medical record. Most recent follow-up information incorporated above includes: on 29-jun-2018: reporters added. Added events back pain, stomach pain. Updated outcome of events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain.") And genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. C22910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included body mass index, dysfunctional uterine bleeding, prolonged menses, ovarian pain, anxiety, uterine cramps, obesity, asthma, back ache, back pain, blood in urine, pain in hip, leg pain and extremities itchy sensation of. Concomitant products included ibuprofen (ibuprofen al) for swelling as well as levothyroxine sodium (levothyroxin) since 2009. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and the first episode of allergy to metals ("allergic reactions associated with a nickel allergy") with urticaria and rash. On an unknown date, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition type "), alopecia ("hair loss"), nephrolithiasis ("kidney stone"), chest pain ("chest pain"), headache ("headedness"), the second episode of allergy to metals ("allergy to nickel"), burning sensation ("burning"), pruritus ("arm itchy"), pain ("stabbing pain"), feeling abnormal ("im tired of feeling like im slowly committing suicide from the inside"), dizziness ("dizzy") and mood swings ("terrible mood swing"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain lower, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, weight decreased, gastrointestinal disorder, alopecia, nephrolithiasis, chest pain, headache, the last episode of allergy to metals, burning sensation, pruritus, feeling abnormal, dizziness and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, burning sensation, chest pain, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nephrolithiasis, pain, pelvic pain, pruritus, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Concerning the injuries reported in this case, the following ones kidney stone, chest pain, headedness, allergy to nickel , burning, arm itchy, stabbing pain, im tired of feeling like im slowly committing suicide from the inside, dizzy, terrible mood swing, were described in patients medical record. Most recent follow-up information incorporated above includes: on 13-apr-2018: plaintiff fact sheet, medical records and other reporter, new reporter, patient demographic information, relevant information history and concomitant condition ,lab data,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number c22910, stop date updated, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, weight gain, gastrointestinal or digestive system condition type, hair loss and device monitoring procedure not performed were added. The event pain were clubbed with previous event. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain/female organs pain'), genital haemorrhage ('heavy and irregular bleeding') and appendicitis perforated ('I've had my addpendix burst') in a 27-year-old female patient who had essure (batch no. C22910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included body mass index abnormal, dysfunctional uterine bleeding, prolonged menses, ovarian pain, anxiety, uterine cramps, obesity, asthma, back ache, back pain, blood in urine, pain in hip, leg pain and extremities itchy sensation of. Concomitant products included ibuprofen (ibuprofen al) for swelling nos as well as levothyroxine sodium (levothyroxin) since 2009. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and headache ("headedness"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and the first episode of allergy to metals ("allergic reactions associated with a nickel allergy") with urticaria and rash. On an unknown date, the patient experienced appendicitis perforated (seriousness criterion medically significant), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type "), alopecia ("hair loss"), nephrolithiasis ("kidney stone"), chest pain ("chest pain"), the second episode of allergy to metals ("allergy to nickel"), burning sensation ("burning"), pruritus ("arm itchy"), pain ("stabbing pain / sitting and standing or bending hurts"), feeling abnormal ("im tired of feeling like im slowly committing suicide from the inside"), dizziness ("dizzy"), mood swings ("terribale mood swing"), back pain ("back pain"), abdominal pain upper ("stomach pain"), nausea ("nauseous"), haematuria ("bleeding when urinate") and swelling ("swelling") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, chest pain, back pain and abdominal pain upper was resolving and the genital haemorrhage, appendicitis perforated, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, weight decreased, gastrointestinal disorder, alopecia, nephrolithiasis, headache, the last episode of allergy to metals, burning sensation, pruritus, pain, feeling abnormal, dizziness, mood swings, nausea, haematuria and swelling outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, appendicitis perforated, back pain, burning sensation, chest pain, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, haematuria, headache, menorrhagia, migraine, mood swings, nausea, nephrolithiasis, pain, pelvic pain, pruritus, swelling, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Concerning the injuries reported in this case, the following ones kidney stone, chest pain, headedness, allergy to nickel , burning, arm itchy, stabbing pain, im tired of feeling like im slowly committing suicide from the inside, dizzy, terrible mood swing, were described in patients medical record concerning the injuries reported in this case, the following ones were confirm in patient¿s social media: nausea, back pain, pelvic pain, migraine, pain, swelling, appendicitis perforated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: follow-up received. Events added from pfs- nauseous, bleeding when urinate, swelling, I've had my addpendix burst. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain/female organs pain") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. C22910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's concurrent conditions included body mass index abnormal, dysfunctional uterine bleeding, prolonged menses, ovarian pain, anxiety, uterine cramps, obesity, asthma, back ache, back pain, blood in urine, pain in hip, leg pain and extremities itchy sensation of. Concomitant products included ibuprofen (ibuprofen al) for swelling nos as well as levothyroxine sodium (levothyroxin) since 2009. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping),") and headache ("headedness"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain") and the first episode of allergy to metals ("allergic reactions associated with a nickel allergy") with urticaria and rash. On an unknown date, the patient experienced fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition type "), alopecia ("hair loss"), nephrolithiasis ("kidney stone"), chest pain ("chest pain"), the second episode of allergy to metals ("allergy to nickel"), burning sensation ("burning"), pruritus ("arm itchy"), pain ("stabbing pain"), feeling abnormal ("im tired of feeling like im slowly committing suicide from the inside"), dizziness ("dizzy"), mood swings ("terribale mood swing"), back pain ("back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, chest pain, back pain and abdominal pain upper was resolving and the genital haemorrhage, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, weight increased, weight decreased, gastrointestinal disorder, alopecia, nephrolithiasis, headache, the last episode of allergy to metals, burning sensation, pruritus, feeling abnormal, dizziness and mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, burning sensation, chest pain, dizziness, dysmenorrhoea, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nephrolithiasis, pain, pelvic pain, pruritus, vaginal haemorrhage, weight decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.4 kg/sqm. Concerning the injuries reported in this case, the following ones kidney stone, chest pain, headedness, allergy to nickel , burning, arm itchy, stabbing pain, im tired of feeling like im slowly committing suicide from the inside, dizzy, terrible mood swing, were described in patients medical record most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added events back pain, stomach pain. Updated outcome of events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain"), abdominal pain ("abdominal pain"), migraine ("migraines") and allergy to metals ("allergic reactions associated with a nickel allergy") with urticaria and rash. The patient was treated with surgery (pelvic surgery on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, migraine and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.